Manufacturer narrative:
(B)(4). One spring wire guide (swg) and one lidstock ((B)(4)) were returned. The swg was examined at 10x magnification. The guide wire had six kinks located 2, 12, 16, 20 24 & 57cm from the j-bend. The length and diameter of the swg were measured and found to be within specification. A manual tug test revealed that both swg welds were intact. The wire had a typical feel. A device history record (DHR) review was performed on the swg assembly, arrow raulerson syringe , and introducer needle , and did not reveal any manufacturing related issues. The report that the swg kinked during insertion was confirmed by evaluation of the returned sample. The guide wire was observed to have six kinks located over the length of the body. A DHR review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle or ars syringe and none of these components were returned, the probable cause of this issue could not be determined. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that during insertion the swg (spring wire guide) could not be advanced. After removal of the wire it was noted that the guide wire was kinked.a new device was used without issue. No patient complications reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report. The device (catalog#) is not sold in the us. However, similar device sold in the us.

Event description:
The customer alleges that during insertion the swg (spring wire guide) could not be advanced. After removal of the wire it was noted that the guide wire was kinked. A new device was used without issue. No patient complications reported.